Manufacturer narrative:
In the case description, the user mentioned that they received a 9u bolus that was unprogrammed. Inspection of the android log files downloaded from the returned controller confirmed the delivery of a 9u bolus on the date of occurrence in the audit log files. Inspection of the engineering log files found the engineering log files from the date of occurrence to be overwritten due to continued use of the system. Inspection of the boluses captured in the available engineering logs showed evidence of interaction in order to program, confirm, and deliver each bolus. One example was inspected of a bolus delivered on 23sep2023 where the logs showed that the bolus button was tapped to enter the bolus calculator screen, the bg entry screen was entered and a bg reading of 328 mg/dl was entered into the calculator, and the proper flow was followed in order to confirm and start the bolus. The bolus record showed that this bolus was a 4.8u correction bolus based on the user's target bg of 110, correction factor of 40, and their iob of 0.65u. All boluses in the engineering logs showed evidence of interaction similar to this. No evidence of an unprogrammed bolus was observed in the logs. Investigation of the physical controller found no issues that would result in an unprogrammed bolus. The controller was able to pair with an unused pod, which was paired with a cgm emulator, and deliver a 5u bolus, receive cgm values, switch modes, and deactivate the pod with no issues. Though no issues were observed during the investigation, without the log files from the 9u bolus it could not be determined if interaction occurred in order to program the bolus. The exact cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient received an unexpected insulin deliver. It was alleged that the device delivered 9 units of insulin while the customer was sleeping. The patient did not require medical intervention. The device has been returned for analysis and further investigation. We will review the case and file a supplemental report when new information is received and the analysis of the returned device is complete.